Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). S/w 3.1e. On 08-oct-2021 customer alleged the pump having cracked back of pump. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked belt clip slot, stained end cap sticker, stained address/serial number label. In summary, pump have cracked back of pump was not confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.